Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head broke off- oral b power care [device breakage] case narrative: consumer via phone reported that brush head just broke off in mouth. No injury was reported.